Event description:
The reporter stated that she did back to back testing, less than 10 minutes apart, using different fingersticks and strips. Her results were 93 and 116 mg/dl. She did not have any symptoms. A control test was not done due to unavailability of supplies. On follow-up, the reporter stated that she has a hard time getting enough blood when doing a test and that the (confirmation) dot doesn't always turn completely blue. The lifescan rep sent her a penlet with fine tip lancet. Rep reviewed qc procedures, testing technique, and discussed meter/lab testing with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8